Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter sheath was torn. The target lesion was located in the severely calcified coronary artery. A 1.50mm rotalink¿ plus was selected for treatment. During the procedure, it was noted that the outer sheath of the device was torn. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned connected to the catheter and with a guide wire running through the device. Visual examination of the complaint unit observed the advancer knob was locked in a backward position. It was loosened and advanced in order to inspect the handshake connection which observed no issues. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The catheter sheath was examined and was noted to be torn. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve.¿ (B)(4).

Event description:
It was reported that the catheter sheath was torn. The target lesion was located in the severely calcified coronary artery. A 1.50mm rotalink plus was selected for treatment. During the procedure, it was noted that the outer sheath of the device was torn. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was good.